Event description:
This report addresses the use error-home patient (hp) reused supplies. The customer contacted baxter's technical service center to report a check heater line alarm found on the home choice (hc) device during fill 1 of 5. After the baxter technical representative (tsr) assisted the hp with troubleshooting and resume fill1, the hp then stated that he had disconnected and reconnected the heater bag. The tsr explained that the set up was compromised and assisted in ending therapy. The tsr advised the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This report of a use error, reuse of single use supplies was confirmed. The cause for use error as undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted if additional information is obtained.